Event description:
It was reported that post implant of a realize band, the band was working until around (B)(6), 2009 when the patient reported not feeling any restriction after an adjustment/fill. Under fluoroscopy with contrast media, fluid was noticed to be pooling around the injection port. The surgeon cannot determine why this is happening and will need to perform a surgical procedure for further evaluated. He thinks a possible cause is the tubing around the injection port may have cracked, which only require the tubing to be trimmed and reattached the same port. However, this will not be determined until the surgeon is able go into the site surgically.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device remains implanted